Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported receiving 2 false positive results (same patient) on a direct tested nasopharyngeal floq swab while using the idnow covid-19 assay on (B)(6) 2021. Confirmation testing the same day using both geneexpert and cobas (send-out sample) pcr platforms generated negative results. Per the customer, considering the clinical symptoms (asymptomatic), negative was the correct result. The customer reported treatment was delayed as a result of waiting for the send-out results. Additionally, per the customer the patient experienced quarantine admission to the hospital and no further patient information is available.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m140329 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m140329, test base part number 190-430 / lot m140329 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140329 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.